Event description:
A malfunction with the t:slim x2 pump was reported, as its battery would not charge despite following standard troubleshooting steps, including using different cables and adapters. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump and informed the customer about the return process for the faulty device. The customer acknowledged the instructions and will use the replacement pump once received, as no alternative insulin therapy is currently available.